Event description:
It was reported that the patient had heard from different people that the battery would leak into the casing and cause the casing to heat up. The patient¿s doctor had not heard of this issue. No interventions or outcome were reported regarding this event.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).